Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition that the device would not attach to the motor device was not confirmed. However, during evaluation, it was noted that the device failed pretests for vibration assessment. The assignable root cause was traced to improper maintenance. UDI: (B)(4).

Event description:
It was reported that during maintenance/inspection, it was observed that the craniotome device would not attach to the motor device. During service and evaluation, it was determined that the device made excessive noise, was worn, corroded, and rusting, the bearings were damaged, and the device was vibrating. The device also failed pretests for vibration assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.